Manufacturer narrative:
One battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device (B)(4) in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% rsoc threshold. Analysis of (B)(4) revealed that the device failed to meet specifications; the device (B)(4) passed visual examination but failed functional testing due to cell pair #3 registering 0 volts. Internal evaluation revealed that this was caused by a faulty weld. The review of the data log files shows some premature switching events, confirming the event reported. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior involving the following batteries: (B)(4). The manufacturer is investigating the cause of communication errors between controllers and batteries. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and/or the battery in question with the potential to malfunction due to a depleted cell pair that was unable to be charged due to a faulty ultrasonic weld. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad nurse that the patient was experiencing power switching so it was exchanged out. The patient had no impact due to this.